Manufacturer narrative:
The user facility did not provide any patient or device codes on their voluntary medsun report. Codes were derived based on the information provided by the user facility in their medsun report and information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. (B)(4). Carefusion sent an email to the user facility seeking additional information concerning the reported event, device service history and the condition of the patient. As of august 16, 2013 the user facility has not provided the requested information. Carefusion will submit a follow-up medwatch report once additional information becomes available.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative on (B)(6)2013. Called to report that this unit was involved in an "incident" last night. He explains that while on a patient, "the ddi drifted off of center." There was no patient compromise, but they did have to remove the patient and place him on another 3100a vent."